Event description:
Litigation papers alleged: elevated blood levels of chromium and cobalt, severe pain, significant inhibitions of his ability to walk and move, and bone erosion; was forced to reduce his regular work schedule due to pain and medical appointments; suffered anxiety, fear, anguish, depression and other emotional and physical damages. Update: (B)(6) 2012 - sales rep reported revision surgery due to pain. Update: (B)(6) 2013 - asr/supplemental received. Doi has been updated for the right hip. There is no new information that would change the outcome of the investigation. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: femoral component loosening; pain; pseudomembrane excised. Femoral stem and stem sleeve added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.